Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer was treated with insulin drip. Customer's other blood glucose value was 137 mg/dl. The customer was wearing the insulin pump during the hospitalization. The auto mode feature was not active while high blood glucose event and customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.